Manufacturer narrative:
A review of the manufacturing records for the devices verified the lots met all pre-release specifications. The engineering evaluation stated the device evaluation showed the delivery catheter had only one torque bump attached to the catheter. No damage found on the torque bump that was attached. The second torque bump was missing. There was evidence of residual material from a torque bump on the catheter where the missing torque bump should be. The piece of plastic material was not included with the device prepared for engineering review. Without having the plastic material to evaluate, it cannot be conclusively confirmed what the material was. However, a torque bump missing from the catheter indicates that the plastic piece was the missing torque bump. The findings of the investigation support the product specialist¿s observation of torque bump separation.

Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use, the gore® excluder® aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in patients with infrarenal abdominal aortic aneurysms.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, a patient underwent thoracic endovascular aortic repair with conformable gore tag thoracic endoprostheses. The procedure was reportedly performed using techniques outside of the conformable gore tag thoracic endoprosthesis instructions for use. A carotid to carotid artery bypass was performed. A conformable gore tag thoracic endoprosthesis was implanted to cover a large aneurysm involving the aortic arch, extending to the left carotid artery. A gore excluder aaa contralateral leg component and a gore viabahn endoprosthesis were implanted in addition to the conformable gore tag thoracic endoprosthesis in a sandwich technique into the brachiocephalic trunk. The procedure was successful and the patient did well. However, when the guidewire and sheath were removed, a piece of plastic was discovered and suspected to be part of the plc catheter.